Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted due to intrinsic sphincter deficiency. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures and a mesh removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/09/2016. Additional information: age/date of birth.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge incontinence, infection, urinary/bowel problems and recurrence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.